Event description:
It was reported that a patient underwent breast surgery on (B)(6) 2011 and topical skin adhesive was used. The patient experienced an undesirable staining of the incision line. It is reported that the doctor will correct the scar with a new procedure.

Manufacturer narrative:
(B)(4). Scar tissue formation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See medwatch 2210968-2012-01954 and medwatch 2210968-2012-01955. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cka004; batch cla007; batch cka006. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.